Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, the patient found the cannula had not deployed as intended.

Manufacturer narrative:
The pod was received fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 2142 pulses before being deactivated by the user. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to the reported failure of the needle to deploy. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. The investigation found no issues that would result in the needle failing to deploy as intended.